Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) did not pair with the ilet despite device restarts, sensor type toggling, and magnet use, and a new sensor was successfully inserted and paired, after which the sensor entered warmup and the user was directed to dexcom for replacements. No adverse clinical symptoms reported. Outcomes included temporary loss of cgm functionality until successful sensor insertion and pairing. User support included guided troubleshooting and sensor replacement. Investigation of this case revealed an initial pairing failure with functionality restored following successful insertion and pairing of a subsequent sensor. It was concluded, based on previously established findings for similar reports, that the cause was user device connectivity resolved with troubleshooting, and no ilet malfunction identified.